Manufacturer narrative:
Investigation for this unit is in progress.

Event description:
Pt was going to school. The vent had been on the pt for several days and was plugged in continuously before leaving the hosp. The vent was unplugged and the battery was checked, it read 100%. About 1 hour later, the school nurse called to say the vent had alarmed, "empty battery" and stopped working. The pt was ventilated with a resuscitation bag and the vent was plugged in. The vent then worked and the pt was placed back on the machine until replacement vent to be delivered to the school. School nurse says that she called the FDA.